Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd883520 with no exceptions observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the patient stated that on (B)(6) 2011, she experienced peritonitis. The patient reported that she was not hospitalized for the event. The cause of the peritonitis was not reported. Treatment provided for the event was not reported. At the time of this report, the patient was recovering from the event. Dianeal pd4 ambuflex therapy was ongoing. An opinion of causality was not provided.